Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the reasoning for the worsening pvl may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, nineteen days after the implant of a 29mm sapien xt valve, by tf approach in an aortic position, moderate pvl occurred. It was treated with medication and the event resolved. One month and a half later, the patient was readmitted with stress dyspnea-orthopnea, thoracic pain and peripheral edema. Angiography and tte were performed. Angiography revealed one small jet in the area of the non-coronary cusp. An attempt to place an occluder to treat the pvl was unsuccessful, due to the inability to pass the guidewire through the small area of pvl (too small dimensions). As per the physician, the event is possibly related to underlying disease.